Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw broke off in the patient. The jaw was retrieved. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw. All pieces were returned/received. There was extensive damage to the top jaw (twisted at the knife slot). There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.